Manufacturer narrative:
Concomitant products: product ID: 8575, lot# n296223, implanted: (B)(6) 2013, product type: accessory. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain. The patient's medical history included back surgery in 2012 for chronic back pain prior to the pump implant. Also prior to implant, the patient could only stand for 5 minutes and could not walk any distance. Additionally, the patient had fibromyalgia and osteoarthritis for over 30 years, and had epidural, ablation, and "trigger point." It was reported that it had been a horrible year for the patient, because they had lost several family members, had health issues, and did not have quality of life. It was noted that in (B)(6) 2015, the medication had been changed several times, and turned up several times. In (B)(6) 2015, the healthcare provider (hcp) thought the tubing was not connected at first, and then thought it was connected properly due to how the "stuff was going in." The hcp had the patient on oxycodone and morphine, and the patient lost her bottom teeth due to the medication. The patient was also about to lose their top teeth, and got the bottom plate two weeks prior (approximately (B)(6) 2015) at the dentist, and the dentist recommended that the patient speak with the hcp. The patient had not been taking the oxycodone or morphine, as they had been taking it for so long that it was no longer helping them. The patient did not have any medication for actual pain for when she was in so much pain, and had to tough it out. The patient was scheduled for a refill in (B)(6) 2015, and had an appointment thursday ((B)(6) 2015) for medication, but the patient did not have the last "medication fill" yet because the hcp did not have "morphine on there." The patient wanted the device taken out, as it had not done any good for her. The pump had been turned up and the hcp had tried different medications, but the patient was not getting relief. The patient discussed with the hcp about turning the pump off to see how the patient would do without it. Additionally, the patient had a horrible scar from implant. The patient had a call into the hcp for a "trigger point" to see if that would help. The patient was redirected to her hcp. Further follow-up was conducted to clarify the pump medications, the cause of the event, if any troubleshooting or interventions took place, and the patient outcome. If additional information is received, a follow-up report will be sent.